Manufacturer narrative:
This device was returned to mmdg for evaluation. Based on the original complaint information, there was no indication of a reportable malfuction. During the investigation the pump under infused at a rate that mmdg considers reportable. The roller assembly had built up debris around it, which caused the under infusion.

Event description:
The initial reporter stated that the pump was alarming an error code and that it was under infusing. They stated that it was under infusing at a rate that mmdg would consider not reportable. At the time of the complaint, they stated that there had been no patient involved in the complaint. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).